Event description:
It was reported that following a ptca/stent procedure, an angio-seal device was deployed in the right groin. Hemostasis was achieved and the pt was taken to the ward in stable condition. Later that night, the pt developed a right groin hematoma with a subsequent drop in blood pressure. The physician requested a CT scan which revealed a retroperitoneal bleed. The pt was taken to surgery for repair of the retroperitoneal bleed. The pt was discharged three days later and is reportedly recovering.